Event description:
The pt reported experiencing an "electrical charge" on her right toe after connecting her charging system to a wall outlet. F/u identified a sjm rep was able to resolve the issue with reprogramming. Additionally, the pt received a replacement charging system (low energy).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.